Event description:
It was reported that the device was not tightening, or holding its position once fixated during setup for a procedure, which can cause inaccuracy. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the device is not holding position was confirmed by the complaint specialist. During the device evaluation the washer for locking the adapter arms were missing; however, there were no indications that the described components broke off or otherwise failed. It is possible that the product was disassembled such as during cleaning and not all pieces were reassembled.

Event description:
It was reported that the device was not tightening, or holding its position once fixated during setup for a procedure, which can cause inaccuracy. No patient involvement or procedural delays were reported with this event.